Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to loose drive support disk. Pump received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted. No failed battery test alert noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump rewind louder. Customer stated insulin pump had crack by insertion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.